Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that correct positioning of the valve was difficult, resulting in 6 deployment and subsequent recapture attempts. Upon the 7th deployment attempt, the valve was successfully deployed at an implant depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Upon removal of the delivery catheter system (dcs), the nosecone caught on the upper end of the valve, resulting in dislodgement. Subsequently, a snare was used to hold the paddles and pull the valve up into the ascending aorta, and a non-medtronic valve was successfully placed. Following placement of the second valve, the first valve dislodged to the aortic arch. Subsequently, the dislodged valve was explanted via thoracotomy. Per the physician, the patient's large annulus and moderate calcification contributed to the positioning difficulties.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 26-aug-2027, UDI #: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Annex b code (related to both the valve and dcs). Corrected data: h6. Annex e code was erroneously omitted from the initial medwatch. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that correct positioning of the valve was difficult, resulting in 6 deployment and subsequent recapture attempts. Upon the 7th deployment attempt, the valve was successfully deployed at an implant depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Upon removal of the delivery catheter system (dcs), the nosecone caught on the upper end of the valve, resulting in dislodgement. Subsequently, a snare was used to hold the paddles and pull the valve up into the ascending aorta, and a non-medtronic valve was successfully placed. Following placement of the second valve, the first valve dislodged to the aortic arch. Subsequently, the dislodged valve was explanted via thoracotomy. Per the physician, the patient's large annulus and moderate calcification contributed to the positioning difficulties. Additional information was received that prior to the implant of the valve, the transfemoral approach was performed for access, and a medtronic guidewire was used during the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed. The cuspal overlap technique was used. Training guidance for slow deployment of the valve was followed, and the dcs was not twisted or torqued at any point during deployment. Prior to slowly withdrawing the dcs, the node cone was centered within the frame inflow by slightly retracting the guidewire.